Manufacturer narrative:
(Catalog number and UDI), (operator of device), and (510k) are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No serial number was provided; therefore, a device history record (DHR) review could not be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Medwatch number is unknown.

Event description:
It was reported that the pump and cassette were under-infusing. No patient injury was reported.